Event description:
Related manufacturer report number: 2017865-2022-01420. During an in clinic follow-up, noise resulting in oversensing and ineffective defibrillation therapy was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. During the procedure, loss of sensing, loss of capture, and high pacing impedance was observed on the left ventricular (lv) lead. The lv lead was capped and replaced to resolve the event. The physician suspected rv lead insulation damage and a lv lead fracture to be the causes of the event, however, this was not confirmed visually during the procedure or via diagnostic imaging. The patient was in stable condition following the procedure.

Manufacturer narrative:
The reported events of noise, oversensing, inadequate defibrillation therapy, and suspected insulation damage were not confirmed. As received, the distal portion of the lead was returned in one piece. Electrical testing was performed and revealed no indication of internal shorts. Electrical discontinuities observed were due to procedural damage to the cables. A visual inspection of the lead did not find any anomalies except for procedural damage.